Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, it was found that the patient's right atrial (ra) lead had exhibited noise over-sensing, which resulted in episodes of inappropriate automatic mode switch. Isometric testing confirmed the presence of ra lead noise. No additional interventions were performed and the lead is being monitored. The patient was in stable condition throughout the event.